Manufacturer narrative:
Further information was requested but not received.

Event description:
Manufacturer report number 1627487-2019-03558; manufacturer report number 1627487-2019-03560. It was reported that patient¿s system was not providing adequate relief. Programming changes were unsuccessful and the patient did not feel pain relief. Patient reports no falls or trauma. One lead had high and the second lead had low impedance issues. Reprogramming was unsuccessful and patient was not receiving adequate coverage. Patient felt great amount of pain and was hospitalized due to the pain. Device system was explanted and a new device system was not implanted. No further information is available.